Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an episode labeled incorrectly as ventricular tachycardia (vt) monitor but episode is supra ventricular tachycardia (svt). The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.